Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all freestyle libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. The manufacturer of (freestyle libre sensor) conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensor. The investigation concluded that there were not any new non-conformance identified with the product, as the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. During the relevant review period of one year prior to case awareness date there were no tripped trends. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Abbott diabetes care initially received a user report which reported a customer experienced a hypoglycemic coma and received low values on the adc freestyle libre sensor. Additional information received reported the customer received an adc sensor scan result of 267 mg/dl compared to a blood glucose result of 34 mg/dl that was obtained on an unspecified device. Customer "fell into coma" and was seen at a hospital where he/she was diagnosed with hypoglycemia and received unspecified treatment. No further details were provided and contact with the reporter cannot be made as reporter's details are unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care initially received a user report which reported a customer experienced a hypoglycemic coma and received low values on the adc freestyle libre sensor. Additional information received reported the customer received an adc sensor scan result of 267 mg/dl compared to a blood glucose result of 34 mg/dl that was obtained on an unspecified device. Customer "fell into coma" and was seen at a hospital where he/she was diagnosed with hypoglycemia and received unspecified treatment. No further details were provided and contact with the reporter cannot be made as reporter's details are unknown. There was no report of death or permanent impairment associated with this event.